Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6)2024, during an orif of a fractured distal radius, a screw came out of the consigned va distal radius set that was potentially faulty. The star drive recess of the 2.7 x16mm cortex screw appeared to be circular rather than star shaped and the surgeon said there was no purchase of the t8 stardrive screwdriver shaft in the recess of the screw. The other 2.7 x 16 mm screw in the set was normal and was able to be inserted into the patient. There did not appear to be damage to the screw to indicate that it had previously been used, removed, head stripped and inadvertently returned to the screw caddy in the set. There was no surgical delay. No fragments were generated. The procedure was successfully completed. There were no patient consequences. This report involves one (1) 2.7mm ti cortex screw self-tapping 16mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary the product was not returned to depuy synthes, however photos were provided for review. Visual analysis of the photo revealed that there were no damage or defect with the cortscr ø2.7 self-tap l16 ti, the drawing was reviewed and the screw head has a hex interface, therefore the correct instrument to be used is a small hexagonal screwdriver and not the strardrive screwdriver since ,these instrument are different at the tip and this can be cause that the the recess of the head screw not holding as expected.¿ functionality of the device cannot be assessed through photo investigation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the cortscr ø2.7 self-tap l16 ti would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history part # 402.816, lot # 3701409, manufacturing site: werk balsthal chca, release to warehouse date : 11.feb.2011, expiration date: n/a, supplier: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.